Event description:
It was reported that this right ventricular (rv) lead pace impedance was low and noise was also observed on the pace/sense portion of the lead. There was no report of long pauses due to noise. However, the patient is dependent. Thus, the pace/sense portion of this rv lead was abandoned surgically and replaced. The high voltage portion of the lead is still in use. No additional adverse patient effects were reported. This report will be updated, should additional information be received.